Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The rainbow glare effect is a general side effect. The cause of the rainbow glare is referred as the diffraction of light from the scanning pattern created on the back surface and in the stromal bed of the lasik flap after femtosecond laser flap creation. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a case of rainbow glare of the right eye post lasik procedure at one year. Reporter indicated a surgical procedure is planned to treat the rainbow glare using an excimer laser. Additional information has been requested.